Event description:
A falsely depressed ctni result of 0.00ng/ml was obtained on a patient sample, the original sample was retested on the same analyzer and on another analyzer type and results of 28ng/ml were obtained, respectively. There was no report of adverse health consequences as a result of the falsely depressed ctni result. Analysis of instrument and sample data indicated a sample integrity issue.